Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 116", "pacer disabled", and "defib disabled" messages. No pt involvement in the reported malfunction.